Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic assisted distal gastrectomy, the surgeon inserted the handle to the shell, then left the device on the surgical table, the surgeon then tried to use the device, however the display screen was blacked out and the handle did not react. The surgeon pushed the green button for 10 seconds, however the display screen did not react and no sound was heard. The surgeon re-inserted the handle to the charger, however the status indicator of the charger did not flash green and the display screen did not react and no sound was heard. The device was not used for the patient. Replaced by another handle, and the procedure was completed.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic assisted distal gastrectomy, the surgeon inserted the handle to the shell, then left the devices on the surgical table. Then the surgeon tried to use the device, however the display screen was blackout and the handle did not react. The surgeon pushed the green button for 10 seconds, however the display screen did not react and no sound was heard. The surgeon re-inserted the handle to the charger, however the status indicator of the charger did not flash green and the display screen did not react and no sound was heard. The device was not used for the patient. Replaced by another handle, and the procedure was completed.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.